Event description:
The patient had a dual chamber pacemaker inserted late last year. During that procedure the arterial lead became dislodged prior to the skin being completely closed. The procedure was prolonged because of the need to re-open the skin and reposition the lead. The patient was discharged two days later. Thirteen days later, the patient was re-admitted for an unrelated problem (urinary retention) and at that time it was noted that the ventricular lead was dislodged. The cardiologist removed the lead and replaced it with another vendor's lead. Patient had to under go another procedure. There was no adverse event, but the cardiologist was concerned that the lead may present a future adverse event if it was not able to remain in the desired position.